Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. Blood and contrast were found in the inflation lumen and balloon, and blood was found in the guidewire. The balloon folds were loose. Inspection of the device revealed that there was a longitudinal tear 11mm long starting from the proximal end of the balloon and tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 26-apr-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed longitudinal balloon tear.